Event description:
It was reported that the sensing threshold had decreased. The patient will be seen at the next follow-up in (B) (6) 2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.